Event description:
It was reported that a patient's right ventricular lead exhibited high pacing impedance and high thresholds. The lead was capped and replaced with a new lead. No patient consequences were reported.

Event description:
It was reported that a patient's right ventricular lead exhibited high pacing impedance and high thresholds. The lead was capped and replaced with a new lead. No patient consequences were reported.